Manufacturer narrative:
Fudim, t. (2025). Have a nice flight! Journal of radiology nursing, 44, 343-344. Doi: 10.1016/j.jradnu.2025.08.006.

Event description:
It was reported to boston scientific via an article published in the journal of radiology nursing that during an airplane flight, a patient who had previously undergone a rezum water vapor therapy procedure to treat benign prostatic hyperplasia, was experiencing pain as the patient had not been able to urinate for approximately 7 hours. A foley catheter was inserted into the patient to drain the urine; the patient felt better within a couple minutes. The patient was advised to have the catheter exchanged at earliest opportunity and to consider prophylactic antibiotics, as there was a sterility concern due to the catheter being placed in an aircraft.